Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. Timeouts were observed at the end of the pod's runtime. The exposed soft cannula was observed to be kinked. Despite the soft cannula damage, fluid had no issues traveling the complete fluid path and no leaks were observed. The exact time and cause of the soft cannula damage could not be determined. No damages or deficiencies were observed in the pod that would impact insulin delivery or cause the hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s911usqs6dyi3 hardware: sm-s911u cgm sensor type: g7.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to >250 mg/dl at the time of the event. The device was originally reported for an occlusion alarm. The pod was worn between 4 and 24 hours on their abdomen. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.